Event description:
It was reported via customer medwatch that a cannula broke off in the pt's shoulder during an arthroscopic surgery; a small incision was made to retrieve the broken piece of the cannula. F/u with the reporter provided info that the case was completed successfully; there was no harm to the pt. No further pt info was provided at the time of this report or made available in response from f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but has not been returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is prying/leveraging the device or application of excess mechanical force during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and add'l relevant info is obtained, a f/u report will be submitted.